Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq1475 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redq1475) have been reported from the same facility.

Event description:
It was reported the PICC was placed on (B)(6) 2020 and patient developed a dvt. No other information was provided.